Event description:
(B)(4). Just a couple weeks after my essure procedure I started having night sweats, sweaty hands, memory loss, weight loss (30+lbs), fatigue, migraines, body rash (mostly hands and feet) abdominal pain, lower back pain, bad periods and I have since been diagnosed with pelvic congestion syndrome. I live with all or most of these symptoms everyday. I have had blood work and scans to check if coils are in place and everything always comes back fine. I cant even work full-time. Its to hard on me.